Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on the homechoice (hc) device during the initial drain. The caregiver stated that they had connected the patient line extension just before they connected the hp, resulting in the lines not being properly primed. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. The hp was to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). By not connecting the patient line extension prior to priming, it can result in an incomplete prime. An incomplete prime is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide also instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.